Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: a review of the blackbox (bb)/alarm history shows an eaw 144 replace cartridge alarm occured on the date of the complaint. All sound settings were set to vibrate. Eaw 178 low cartridge warning was observed in the bb on (B)(6) 2015 at 14:15; pump settings are set to alert the user low cartridge at 20u. Unable to duplicate complaint of blank screen/unusual issue; pump powers up to the verifiy screen and is clear and legible. A low cartridge warning and replace cartridge warnings were reproduced during this investigation; the pump gave a vibration and visual alert with both warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump started vibrating but the display remained blank. The patient stated that they changed the battery several times but pump only vibrates. The patient attempted to change battery again at this time the pump does not make any sound and display does not come on. Unable to review pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.